Manufacturer narrative:
The reason for this revision surgery was due to the patient experiencing blood pooling in the knee. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 21st complaint for this part number: ten due to infection, seven for stability/poor joint issues, one part was loose, one due to threads being damaged, and one for the surgical technique not being followed. This is the first complaint for this lot number. The root cause for the blood pooling was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt was experiencing blood pooling in the knee. This issue was not component related, but exchanged the polyethylene insert to prevent contamination.